Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 405cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV on the right and baker grade iii on the left, post-operatively. As a result, the patient underwent bilateral explantation without removal on (B)(6) 2020. During that explantation surgery, bilateral breast implant ruptures were found and granulomas outside the right breast implant was also discovered. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to add patient codes 1800 (cyst(s)formation of) and 2069 (seroma) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2020, the investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image. Scar tissue next to the implant could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 8, 2020, mentor received the following information: the patient also experienced discharge from both breasts for three years prior to the implant explantation surgery and that the right breast also had an infection, discovered during explantation. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.